Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- contents: plastic catheter, 16 fr. - visually inspect the product for any imperfections or surface deterioration prior to use. - open lubrication-lubricate catheter. - proceed with catheterization in usual manner. - if specimen is required, fill sterile container from catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was missing from the tray.